Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of a displayed "serious programmer error" as the programmer powered up without an error however the error log did confirm a system error occurred and it was noted that the link electronic module board needed reseating and calibration. Analysis further noted that the radiofrequency connector was very loose and therefore the programmer would be unable to interrogate, that the power cord door was missing and that corrosion was found inside the display frame and the power supply bay. The programmer was to be scrapped. (B)(4).

Event description:
It was reported that the programmer displayed a serious programmer error. The programmer was returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.